Event description:
It was reported to medtronic neurosurgery that during the implantation surgery, the physician found that the valve was leaking. The report stated that the pre-fill test was not performed before the procedure. According to the report, the doctor used another product to complete the surgery.

Manufacturer narrative:
The returned valve did not meet the requirements for patency or leak testing due had a large tear across the top membrane of the delta chamber. It is unknown how or when the damage occurred. The damage precluded all other performance testing. There was proteinaceous debris observed in the interior and the exterior of the device. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).